Event description:
Caller states the patient tested 8.0inr/8.0 inr on the coaguchek system and 3.2 inr on a comparison lab. Customer was given a brain scan based on device result of 8.0 inr. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates: caduet - dates unk; zanax - date was unk.